Event description:
Patient developed diffuse lamellar keratitis (dlk) and epithelial ingrowth status/post (s/p) lasik on (B)(6) 2010. Dlk noted on (B)(6) 2010 and resolved by (B)(6) 2010. No surgical intervention needed. Epithelial ingrowth requiring flap lift on (B)(6) 2010.

Manufacturer narrative:
However, a review of the service history shows that there are no further reports of epithelial ingrowth on the system since the event date.

Manufacturer narrative:
Evaluation: conclusion - no evaluation was performed on the equipment as the event occurred on (B)(6) 2010 and abbott medical optics (amo) was not made aware of the event until (B)(6) 2012. However, a review of the service history shows that there are no further reports of dlk on the system since the event date. Note: all pertinent information available to amo at the time of this report has been submitted. (B)(4): placeholder.